Manufacturer narrative:
(B)(4). An examination of the returned delivery device was performed. The tip of the delivery device was detached and returned, confirming the complaint. The distal end of the clear sheath was also damaged. Functional assessment revealed no issues were noted with the delivery device deployment mechanism. The mesh assembly was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the shat tip broke off. Reportedly, it is unknown whether the shaft tip broke off inside or outside the patient. Nevertheless, it was confirmed that there was nothing left inside the patient. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the shat tip broke off. Reportedly, it is unknown whether the shaft tip broke off inside or outside the patient. Nevertheless, it was confirmed that there was nothing left inside the patient. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Should additional relevant details become available; a supplemental report will be submitted.